Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it cannot be ruled out that the phenomenon may have resulted in insufficient re-processing due to physical damage to the device. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents." Chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for microbial contamination. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. It was indicated, the disinfection and sterilization practices (cds) could not be obtained from the customer, and the customer did not provide colony-forming unit (cfu)s reports. The customer provided analysis report indicating, the microbiological quality of the scope was satisfactory, for the parameters sought, for an endoscope subjected to level disinfection intermediate and rinsed with bacteriologically controlled water. In addition, during inspection of the device, it was noted, the device failed air leak inspection/watertight condition, the mouthpiece was loose, the connector had water leakage, and the connector driving unit was noted to be damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.